Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in an inappropriate shock while this patient was in a mosh pit at the time. There was no noise artifacts observed prior or afterwards. Technical services (ts) was contacted and recommended in office follow up to attempt to reproduce the noise. Additionally, ts discussed that no programming changes are recommended as this seems to be a one time anomaly due to the nature of the mosh pit experience. This electrode remains in service. No additional adverse patient effects were reported. Additional information received detailed that the patient went into the clinic and the noise could not be reproduced; therefore, the device was not reprogrammed.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in an inappropriate shock while this patient was in a mosh pit at the time. There was no noise artifacts observed prior or afterwards. Technical services (ts) was contacted and recommended in office follow up to attempt to reproduce the noise. Additionally, ts discussed that no programming changes are recommended as this seems to be a one time anomaly due to the nature of the mosh pit experience. This electrode remains in service. No additional adverse patient effects were reported.